Manufacturer narrative:
The user-reported occlusion issue was confirmed by testing. The device was also found to have a battery issue (outside of warranty), a flow rate accuracy issue, erratic lcd display, and a grinding door latch. The pump also showed signs of physical damage. The device repaired and tested to meet all specifications on (B)(6) 2017.

Event description:
This is a follow-up for the initially filed MDR (3006575795-2017-00102).

Manufacturer narrative:
The manufacturer is still in the process of testing the infusion pump.

Event description:
The user reported that the pump failed the occlusion test. No patient was involved in this case.